Event description:
On (B)(6) 2021, a perceval valve pvs21 was implanted to replace trifecta 21mm. The perceval valve was eventually explanted on (B)(6) 2021 due to artificial valve dysfunction. No further details are available at this time.